Event description:
Case description: investigation result: name :novopen 4 batch number : unknown. No investigation was possible, because neither sample nor batch number was available name mixtard penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following information: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 26-sep-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes is a risk factor for the development of complication such as diabetic coma.

Event description:
Since last submission, the case has been updated with the following information: expected date of follow- up report for suspect "novopen 4#2" was updated (investigations are ongoing).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetic coma [diabetic coma]. The button could not be pressed and counter still on 60 [device occlusion]. Non-injection of the 2 np4 [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "diabetic coma(diabetic coma)" with an unspecified onset date, "the button could not be pressed and counter still on 60(device blockage)" with an unspecified onset date, "non-injection of the 2 np4(device failure)" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard penfill (insulin human) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication". The patient height, weight and body mass index was not reported. Dosage regimens: novopen 4. Mixtard penfill. Current condition: diabetes mellitus(type and duration: not reported). On an unknown date, the patient mentioned that he was tired because of diabetes as the patient couldn't take the dose last night. The patient was asked to remove the penfill and towards the piston rod to the gravity, a part of the piston rod moved outside mechanical part, then it moved normally when counter was adjusted to 60 and after pressing the button. After that a new penfill was put, adjust counter on 60 and press the button, the button could not be pressed and counter still on 60, so he was asked to rotate the counter back to zero, add new needle, adjust 4 iu and press, the pen injected normally for 3 times. The patient experienced fainting twice due to diabetic coma 4 or 5 months ago during using mixtard penfill. The patient stated that his inability to take the dose because of non-injection of the 2 np4 was the reason for the feeling of dizziness and fainting. The patient wasn't hospitalized for this diabetic coma(faint , and loss of consciousness and need another person for help) and the coma has occurred during the use of technical complaint with novopen. The final diagnosis of diabetes coma was confirmed by hcp. Batch number requested. Action taken to mixtard penfill was not reported. The outcome for the event "diabetic coma(diabetic coma)" was not reported. The outcome for the event "the button could not be pressed and counter still on 60(device blockage)" was not reported. The outcome for the event "non-injection of the 2 np4(device failure)" was not reported. Reporter comment: patient mentioned that the pen had problem , did not replace the pen for him and sell him a new pen.

Event description:
Case description: investigation result: 2) name :novopen 4 batch number : unknown. No investigation was possible, because neither sample nor batch number was available -since last submission case has been updated with the following information: -investigation result updated. -imdrf code updated. -relevant fields updated in EU/ca and device addendum. -narrative updated accordingly. H3 continued: evaluation summary. Name :novopen 4 batch number : unknown. No investigation was possible, because neither sample nor batch number was available.